Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes d9: returned to manufacturer on: (B)(6) 2023. H.6. Investigation summary: bd received four (4) samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for cracked product with the incident lot was observed. Ten (10) retention samples from bd inventory were evaluated by functional testing and no defects were observed. An additional thirty (30) retention samples were visually inspected, and no cracked or broken tubes were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked or broken product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that during use with bd vacutainer® sst¿ blood collection tubes the tube was discovered to be broken and blood leakage occurred. There was no report of patient or user impact. The following information was provided by the initial reporter, translated from spanish to english: during sample acquisition, it was taken a tube that at the moment of venipuncture it was noticed it doesn't have vacuum since its bottom is broken, which has caused blood spillage. The professional immediately took another tube to avoid multiple punctures to patient. A picture was taken and the tube has been discarded.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® sst¿ blood collection tubes the tube was discovered to be broken and blood leakage occurred. There was no report of patient or user impact. The following information was provided by the initial reporter, translated from spanish to english: during sample acquisition, it was taken a tube that at the moment of venipuncture it was noticed it doesn't have vacuum since its bottom is broken, which has caused blood spillage. The professional immediately took another tube to avoid multiple punctures to patient. A picture was taken and the tube has been discarded.